Event description:
The customer stated, that discrepant axsym bnp pt results were reported out of the lab and questioned by a physician. The following data is for pt 1 of 2. No impact to pt mgmt was reported. Pt#1: a result of <15 pg/ml was questioned by the physician. The same pt sample was retested generating an axsym bnp result of 1,074 pg/ml.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.